Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure =>male. The diagnosis and indication for the initial surgical procedure? =>rbot-assisted rectal amputation. What are the patient comorbidities/concomitant medications? =>no further information is available. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) =>several days after the surgery, the color of the drainage fluid did not return, and infection was suspected. Date - time of onset of infection from the surgical procedure? =>no further information is available. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? =>no further information is available. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? =>postoperative antibiotics were given, but did not improve.. Were cultures performed? Results? =>no further information is available. Was medical intervention was performed? Results? =>since the color of the drainage fluid did not return to normal color, the area suspected of being infected was washed. After washing, the symptom seemed to be improved. Please clarify what is meant by ""waste fluid suspected of intra-abdominal abscess was discharged?"" =>drainage fluid suspected of ntra-abdominal abscess was drained. Please clarify what is meant by ""the color of the drainage fluid did not return?"" =>the color of the drainage fluid did not return from brown to normal color. Product lot # =>no further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? =>since the surgery involved perineal manipulation, it cannot be determined whether it was due to interceed or not. What is the patient's current status? =>the patient has been hospitalized. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date: time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was medical intervention was performed? Results? Please clarify what is meant by "waste fluid suspected of intra-abdominal abscess was discharged?" Please clarify what is meant by "the color of the drainage fluid did not return?" Product lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a robot-assisted rectal amputation on (B)(6) 2021 and the absorbable, adhesion barrier was used. It was reported that the device was divided into four pieces and inserted through the port. Each one was attached on the pelvic floor by the surgeon. After confirming the color change of the drainage fluid, the surgery was completed. It was reported that several days after the surgery, the color of the drainage fluid did not return, and infection was suspected. The patient was hospitalized. The waste fluid suspected of intra-abdominal abscess was discharged. No reoperation was performed. Since the surgery involved perineal manipulation, it cannot be determined whether it was due to device. Additional information was requested.